Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t10-ileum spinal fusion for an indication of flat back syndrome, radicular pain, post surgical arthrosis and low back pain. It was reported that during measuring the post op x-ray, it was noticed that the rod was fractured. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review: the ap-x-ray of tlsi fusion was provided. The rod is fractured on one side at the lumbo sacral junction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.